Event description:
During an endoscopic ultrasonography (eus) with fine needle aspiration (fna), the physician used a cook endoscopy echotip endoscopic ultrasound needle. The area to be aspirated was located in the duodenum and was reported to be difficult to gain access. The endoscope was advanced to the duodenum and was in a torqued/curved position. The physician advanced the retracted needle through the endoscope in an attempt to take a biopsy of a pancreatic mass. Once the distal end of the needle's outer sheath was extending from the endoscope, resistance in the needle extension from the outer sheath was encountered. In an effort to aid needle extension from the outer sheath, the needle and endoscope were moved back into the stomach. This position allowed the needle and endoscope to be straightened. In the more straightened position the needle was extended from the outer sheath and the physician used the endoscope to advance the extended needle towards the duodenum. When the extended needle was advanced through the pylorus, what was reported as a "gash" was observed beside the pylorus. The gash did not require any medical or surgical intervention. One biopsy sample was successful with this needle. The needle was removed and another needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to the reported gash near the pylorus.

Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report of needle extension difficulty. During our lab analysis, the needle was advanced through a endoscope that is placed in a simulated biliary/duodenal position. The needle extends and retracts with handle manipulation. A slight bend was noted in the outer sheath/needle approx 2 cm from the distal end of the handle. The slight bend did not affect needle extension or retraction. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurences of a gash in the gastrointestinal tract. Therefore, this report represents an isolated occurrence. Based on this info, the likelihood of this type of report is remote. Conclusions: the physician chose a device positioning technique that involved advancing an extended needle from the stomach through the pylorus into the duodenum. Advancing an extended needle through the gastrointestinal tract is the most likely cause for the reported "gash" beside the pylorus. The info provided indicated gaining access to the desired biopsy location was difficult and the endoscope was placed in a torqued/curved position. This is the most likely cause for the reported needle extension difficulty. The contraindications listed in the instructions for use include "those specific to primary endoscopic procedure to be performed in gaining access to desired site." Prior to distribution, all echo tip endoscopic ultrasound needles are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the reported "gash" beside the pylorus is most likely due to handling of the prod by the user and the needle extended properly during our lab eval. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted. The reported observation of a "gash" beside the pylorus represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.